Event description:
The rptr stated that their spouse had been sleeping all day, 6/30/00. Rptr checked spouse's blood sugar at 10:00 am and 10:15 am and results were 10 and 12 mg/dl. Spouse drank orange juice with added sugar. Rptr took spouse to the emergency room; arrival at 11:00 am; spouse's blood test was 421 mg/dl on ER meter, type unknown. ER tested spouse using spouse's meter; result of 14 mg/dl. A venous lab test result was 486 mg/dl. Spouse was admitted and treated for high blood sugar; released 7/2/2000. On follow up spouse stated that they did not have any control solution and did not recall ever anything to test their test strips. Spouse stated that their readings had been in 90 to 120 mg/dl range for a few weeks but they hadn't been feeling well. Pre-incident regimen: 5 mg glucotrol am, no insulin. Md instructions to go to emergency room if high blood sugars, >300 mg/dl. Post-incident regimen: 10 mg glucotrol am.